Event description:
New information received notes that lead dislodgement was discovered during routine clinic follow-up. There was no capture on left ventricular lead. Lead dislodgement was noted on chest x-ray. Patient¿s condition was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to dislodgement. No further information is available.